Event description:
A malfunction alarm occurred with a pump distributed by (B)(4) in denmark. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to switch to a backup therapy using multiple daily injections to ensure uninterrupted insulin delivery.